Event description:
Physio-control was evaluating the customer's device for an unrelated issue when it was observed that the device would not recognize a connection to a therapy cable. This failure would prevent the device from being used for defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the failure to be due to damage of the pin 1 receptacle. This caused the receptacle to no longer make contact with the corresponding pin from a defibrillation therapy cable.